Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient experienced an umbilical hernia and the patient was hospitalized (B)(6) 2015 for a surgical repair of the hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an umbilical hernia coincident with automated peritoneal dialysis therapy. The hernia occurred after beginning automated peritoneal dialysis therapy. The cause of the hernia was reported to be due to the patient straining themselves. The hernia did not worsen with peritoneal dialysis therapy. In the month after the onset of the umbilical hernia, the patient was hospitalized for the event. On an unreported date, the patient underwent a hernia repair surgical procedure. On an unreported date in the same month as the hospitalization and repair procedure occurred, dianeal therapies were stopped but on a later unreported date, dianeal therapies were restarted. On an unreported date in the same month the hospitalization began and after an unknown number of days of hospitalization, the patient was discharged. The patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further review, it has been determined that the occurrence of an abdominal hernia is not likely associated with overfill situations caused by potential malfunctions or use errors of the automated peritoneal dialysis (apd) cycler. As a result of this review, the homechoice device is no longer considered a suspect product in these events. Should additional relevant information become available, a supplemental report will be submitted.